Event description:
Clinical trial. Same case as MFR # 6000089-2007-01066, -01065. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated 3 target lesions. Target lesion 1 was a de novo lesion in the saphenous vein graft (svg) to distal right coronary artery (rca). The lesion was 3.0 mm wide, 16 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the svg to mid rca. The lesion was 3.5 mm wide, 16 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 3 was a de novo lesion in the proximal rca. The lesion was a 3.5 mm wide, 16 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.5 x 16 mm taxus express2 stent. Residual stenosis was 0%. The patient received a gpiib/iiia inhibitor and plavix during the procedure. The patient was discharged 3 days later on aspirin and plavix. It was noted that the patient would be brought back for staged interventions to the svg to om and to the lad. The patient was readmitted on day 856 with unstable angina. Of note, aspirin and plavix are listed among the patient's home medications. Initial cardiac enzymes were normal and ECG was without acute changes. The next day, an attempt was made to pass a 3.5 x 16 mm taxus express stent into the distal segment of the rca, but it would not totally cross the lesion. The stent was deployed because it could not be retracted. A balloon was then able to be passed more distally and able to be dilated in this tight stenosis. Another attempt was made to pass another stent, but it would not pass. The vessel was widely patent from the angioplasty, and no further attempts were made on this vessel. During this procedure, the native lad was treated with tree 2.5 x 8 mm taxus express stents. There were no reported complications and the patient was discharged one day later on aspirin and plavix. In the opinion of the physician, there is a probable relationship between the taxus stent and the tvr.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch # 7191826 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be determined at this time.